Event description:
It was reported that the patient had an episode of supraventricular tachycardia (svt), which was in the monitor only zone of the implantable cardioverter defibrillator (ICD). A carelink transmission showed an inappropriate message indicating ventricular tachycardia (vt)/ventricular fibrillation (vf) detection was withheld. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m62, implantable tachy lead, implanted: (B)(6) 2013. (B)(4).